Event description:
The reporter stated that he has gotten er1 messages. He stated that he does have blood glucose results that are very high. He said that when he has gotten the er1 he checks the confirmation dot on the back of the strip. The lifescan representative reviewed testing procedure and discussed proper technique with the reporter.